Event description:
On 8/1/83 an aus device was implanted. On 12/21/83 the cuff and pump were revised. On 8/31/87 the cuff was revised. On 10/1/96 device was removed from the pt and replaced due to subsequent infection.